Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1805401 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. This MDR is being submitted in response to medwatch report (B)(4).

Event description:
As reported, when trying to use a mynx closure device on a patient, the device failed so manual pressure was applied. This increased the patient's bed rest time. The original procedure intended was a lower extremity angiogram.

Manufacturer narrative:
As reported, when trying to use a 6/7f mynxgrip vascular closure device (vcd) on a patient, the balloon did not hold as it may have had a hole, so manual pressure was applied for less than 30 minutes. This increased the patient's bed rest time. The original peripheral procedure intended, was a lower extremity angiogram. A retrograde approach was used. The user was certified on the use of the mynx. The sheath used was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient recovered after the procedure. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A competitor¿s procedural sheath was covering the balloon as received. Leak testing was performed on the balloon of the received device using the returned syringe per mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. The balloon¿s outer diameter (od) was verified to be within the specification. A device history record (DHR) review of lot f1729301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leak was noted. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced since no issues were found with the balloon during analysis. However, handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Addendum for additional information received: the balloon did not hold as it may have had a hole, so manual pressure was applied for less than 30 minutes. The intended procedure was a peripheral procedure. A retrograde approach was used. The user was certified on the use of the mynx. The sheath used was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient recovered after the procedure. Additional information is pending and will be submitted within 30 days upon receipt.